Event description:
The patient received his scs trial system, including two percutaneous leads (from the same lot), on (B)(6) 2011. It was reported that the patient awoke in the middle of the night with the back of his shirt very wet near the site of lead insertion. Upon getting out of bed and removing his shirt, the tape, tegaderm and leads fell off/out of his back. The patient also stated that he had a headache. Follow up on the patient found that the headache resolved and no further patient issues have been reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.